Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and abut the aorta. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation of filter struts into organs, approximately twelve years and four months post implant. The patient has also reported anxiety related to the filter. According to the implant record the pre-operative diagnosis was morbid obesity. The patient also had a history of diabetes mellitus, gastroesophageal reflux disease (gerd), arthritis of the knees, hypercholesteremia, sleep apnea, kidney stones, left knee arthroscopy, cystoscopy, right hernia repair, lithotripsy and venous ligation and stripping times three. The patient was prepped and draped, and the vena cava (ivc) filter was inserted using a right groin approach. About twelve years and four months post implant the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The scan reported a vena cava filter with the superior aspect of the filter below the level of the renal veins. There is no significant tilting of the filter nor stenosis of the vena cava. The seven o'clock strut extends approximately 6mm beyond the cava. The two o'clock strut extends 4mm beyond the cava and is in contact with the aorta. There is no retroperitoneal hemorrhage. The struts appear to be intact. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported perforation and organ perforation could not be confirmed or further clarified. Anxiety is your body's natural response to stress. It's a feeling of fear or apprehension about what's to come, this does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the inferior vena cava (ivc) wall and abuts the aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a medical history of morbid obesity, diabetes mellitus, gastroesophageal reflux disease (gerd), arthritis of the knees, hypercholesteremia, sleep apnea and kidney stones. The patient was prepped and draped and the vena cava (ivc) filter was inserted using a right groin approach. About twelve years and four months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The scan reported a vena cava filter with the superior aspect of the filter below the level of the renal veins. There is no significant tilting of the filter nor stenosis of the vena cava. The seven o'clock strut extends approximately 6mm beyond the cava. The two o'clock strut extends 4mm beyond the cava and is in contact with the aorta. There is no retroperitoneal hemorrhage. The struts appear to be intact. Incidental findings included a fat-containing ventral hernia, hypodense liver consistent with fatty infiltration and gallstones. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs and further experienced anxiety and fear related to the filter, becoming aware of these events approximately twelve years and four months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and abut the aorta. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the ivc wall and abuts the aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.